Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 578 mg/dl. It was stated that the customer was nauseous prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the insulin pump did not pass the prime or high pressure tests. The customer already had an upgraded insulin pump with her, but had not been trained on it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.